Event description:
The clinician reported that over 4 months after the dental implant was placed in ada site 26 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.